Event description:
During the shift check, the autopulse platform (sn (B)(6) displayed fault code 16 (timeout moving to take-up position). The new lifeband was used but the issue persists. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displayed a fault code 16 (timeout moving to take-up position) error message was confirmed during archive data review but not during the functional testing. The brake body was seized due to the rust/corrosion, which prevented the brake from opening/closing during activation, resulting in intermittent fault code 16, likely due to user maintenance. Frequent daily device checks and storing the autopulse platform in a low-humidity location could help prevent the brake gap from seizing. Based on the archive data review, the fault code 16 error message was observed around the event date, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to user advisory (ua) 23 (compression will exceed 3 revolutions), unrelated to the reported complaint. The drive train motor appears to have rust/corrosion at the brake housing area. The motor's brake assembly was seized, which likely generated the intermittent fault code 16 error observed in the archive data. To remedy the fault code 16 and ua23, ipa (isopropyl alcohol) was used to clean and remove rust/corrosion at the brake housing area. The brake gap inspection was performed, and verified that the brake gap was within the specification of 0.008" ±0.001". The platform was tested with the large resuscitation test fixture (lrtf) without any fault or error. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).